Event description:
The reporter states that the customer obtained 188mg/dl and 458mg/dl on the accu-chek advantage system within a ten minute timeframe. The customer felt weak. No reported actions taken. No adverse event reported. New system sent to customer and return requested.